Event description:
It was reported that the patient away. Review of the obituary revealed the patient passed on (B)(6) 2011. A review of the manufacturer¿s programming history database showed that data is available until (B)(6) 2011. The last diagnostics performed on (B)(6) 2011 showed the device was functioning properly. This death event has been reviewed by the manufacturer's nurse and with the available information has been determined to be possible sudep. Attempts for additional information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011, and the patient's cause of death was other secondary pulmonary hypertension. There is no allegation or other information indicating that the death is related to vns.